Event description:
It was reported that the stem was implanted in 2008. On the next day, the pt fractured his medical calcar. He was taken back to surgery and the hip was revised with 3 cables and a longer head. It has not been determined whether the stem caused or contributed to the fracture.

Manufacturer narrative:
Device is not available for evaluation. Add'l info, has been requested and if received, will be provided on a supplemental report.